Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties, treatment, or patient effect. It was reported that a balloon catheter encountered resistance during advancement and removal over the guide wire. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it was reported that the core was observed to be peeling and the tip separated. It is possible that manipulation of the wire, when resistance was encountered, contributed to the reported peeling and tip separation. The separated portion of the tip remains free floating within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported the procedure was to treat a calcified lesion in an unknown artery. The bmw guide wire was advanced however the polymer coating pulled away from the distal part of the guide wire and separated. Friction was also reported advancing balloon catheters over the guide wire. The separated portion was not retrieved and remains free floating in the patient anatomy. The procedure was completed using a non-abbott guide wire. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties, treatment, or patient effect. It was reported that a balloon catheter encountered resistance during advancement and removal over the guide wire. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it was reported that the core was observed to be peeling and the tip separated. It is possible that manipulation of the wire, when resistance was encountered, contributed to the reported peeling and tip separation. The separated portion of the tip remains free floating within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4: part number updated from unknown bmw to unknown universal bmw.

Event description:
Subsequent to the initially filed reports, additional information was provided. The guide wire was a bmw universal guide wire. No additional information was provided.